Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. The patient's date of birth was not provided when asked. Sex: this information was not provided when asked. The patient's weight is not provided when asked. Ethnicity/race: this information not provided when asked. Date of event: this information was not provided when asked. Relevant tests/laboratory data / other relevant history: this information was not provided when asked. Is not applicable with the exception of serial number as the device is manufactured by prescription. Implant date-explant date: is not applicable as the device is manufactured by prescription and not implantable.

Event description:
It was reported that the it is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred.

Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Additionally, erkodent reported no further complaints for this material lot. Lot# e-pro 3.0-11534 (erkoloc-pro) was manufactured from july 21, 2020 and was assigned an expiration of july 2023. Hardware: lot# slcn22035 was manufactured from august 27, 2020 and was assigned an expiration of august 2023. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: complaint investigator visually inspected the returned device. The returned parts included both upper and lower trays in a silent nite case. The results were summarized and the pictures were attached. (See below). Roughness - the flange was smooth; internal external aspects were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device turned yellowish due to the usage. General cleanliness - the returned device was not clean and debris can be observed. Case was returned in a good condition with label. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause: a root cause for this complaint cannot be explicitly determined. IFU 7322 rev 3.0 (silent nite sleep appliance instructions for use) provides warning in precautions "do not soak the device in mouthwash; denture cleanser, hot water or alcohol; do not wash the device with soap, toothpaste or mouthwash; do not dry the device with a blow dryer; do not store in direct sunlight". It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. Per the reported information, the patient rinsed the device with water until she began using a cleanser bought on amazon. Supplier erkodent reviewed the incident details and determined an allergic reaction cannot be ruled out, but it is more likely to be the result of mouth breathing and dry mucous membranes. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device (haley) following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The haley test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for haley sleep device (rpt 9733 rev 1.0). · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.